Event description:
The surgeon was inserting a three piece collamer lens model cq2015 into the pt's eye and the leading haptic broke off. The surgeon removed the lens without enlarging the incision and replaced it with another lens. No pt injury. The reporter stated that the haptic broke off due to a user error.